Event description:
It was reported that a user experienced a low glucose of 50 mg/dl while walking, treated the event with a churro and multiple chicken wings, and subsequently observed a rising glucose to 135 mg/dl with an upward trend; the ilet alerted for the low, and education on standard 15 g carbohydrate treatment and allowing automated corrections was provided. Symptoms included feeling hot during the hypoglycemic episode. Outcomes included successful correction with carbohydrates, no need for outside assistance, no medical intervention, and return to in-range glucose on follow-up. Investigation included review of the event history through user report and provision of troubleshooting and education. Investigation of this case revealed that the event was consistent with user over-treatment of hypoglycemia with carbohydrates, with the ilet corrective algorithm expected to address subsequent hyperglycemia if it occurred. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with user-related carbohydrate overcorrection leading to transient glycemic variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.